Event description:
Irritated girl parts and picking pieces of string out- vagina [foreign body in reproductive tract]. Irritated girl parts - vagina [vulvovaginal discomfort]. Strings fall apart- tampon [device breakage]. Case narrative: consumer reported via email that the tampon strings fall apart. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.